Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The reported condition was confirmed through evaluation. Visual inspection of the sample showed that there was a dark particle (1/8 inches in length) inside of the tubing located between the bottom y site and the luer. The cause of the issue could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of a continu-flo solution set. The reporter observed black spots inside the tubing prior to patient use. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is available for evaluation; however, the sample has not yet been received. Should additional relevant information become available a supplemental report will be submitted.